Event description:
Seroma formation: serous fluid was noted around the graft in the early post-op. Period.this was cultured and evacuated. The cultures were negative. The fluid returned. A portion of the graft was explanted.